Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic cystoscopy procedure, the image on the cystonephrofiberscope was cloudy. The event occurred before the patient was under sedation. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a dirty objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foggy image was due to a dirty objective lens that led to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.